Manufacturer narrative:
A ge service rep performed an onsite investigation. No conclusion can be drawn as further repair info is unavailable at this time.

Event description:
The customer reported the system occasionally displayed a communication failure error message. This error may result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of pt injury associated with this event.